Event description:
It was reported that this pacemaker was part of a system revision due to possible pocket erosion. Reportedly, when the patient was on the construction site, a stool spun was hit into the patient's chest in the location of the implanted device and broke the skin. The patient wanted to know if something was dislodged. The technical services (ts) referred the patient to the clinic for an implanted device and reported an inquiry. There were no additional adverse patient effects reported.